Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The imaging evaluation performed by a clinical imaging specialist showed the following: jpeg #1 shows: o reconstruction image appears to show contrast outside the implanted devices. O image suggested there may be dissection in the descending thoracic aorta. O cannot confirm the dissection was not present prior to device implantations without pre-implantation images. Jpeg #2 shows: o image appears to show the proximal end of the device may be compressed. Jpeg # 3 shows: o image appears to show an aortic extender (3-long radiopaque markers) has been implanted at the proximal end of the originally implanted devices. O possible contrast outside the proximal implanted devices. O this finding is consistent with a proximal type I endoleak. Jpeg # 4 shows: o image appears to show at least one aortic extender implanted at the proximal end of the originally implanted devices. Possibly two aortic extenders but cannot confirm the presence of 6 long radiopaque markers with available images. O the contrast outside the proximal end of the devices appears to be resolved. O the compression at the proximal end of the original device appears to be resolved. O there appears to be flow throughout the implanted devices. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2025, decreased blood flow in both lower limbs was observed, and computed tomography imaging confirmed collapse on the proximal side of the trunk-ipsilateral leg component and a proximal type I endoleak. It was considered that the collapse was caused by compression from the false lumen due to dissection formation at the stent edge of this device. A reintervention was performed, two stent grafts were placed at the proximal side, expansion of the lumen was observed and the proximal type I endoleak was resolved. Additionally, recovery of blood flow in the lower limbs was confirmed by doppler. The patient tolerated the procedure.

Event description:
On (B)(6) 2025, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2025, decreased blood flow in both lower limbs was observed, and computed tomography imaging confirmed collapse on the proximal side of the trunk-ipsilateral leg component and a proximal type I endoleak. It was considered that the collapse was caused by compression from the false lumen due to dissection formation at the stent edge of this device. A reintervention was performed, two stent grafts were placed at the proximal side, expansion of the lumen was observed and the proximal type I endoleak was resolved. Additionally, recovery of blood flow in the lower limbs was confirmed by doppler. The patient tolerated the procedure. Reportedly, the final confirmation angiography revealed that the dissection extended to the ascending aorta and a small entry, but the physician elected to monitor it. On an unknown date in 2025, there was a tendency toward aortic enlargement, and multiple small entry sites were observed in the descending aorta. On (B)(6) 2025, a reintervention was performed, two additional stent grafts were placed to close entry sites. The patient tolerated the procedure. Reportedly, a re-entry was observed near the origin of the superior mesenteric artery, but it was determined that the treatment would be difficult due to its location, and the physician elected to monitor it.

Manufacturer narrative:
B5: describe event or problem was updated.